Manufacturer narrative:
The device is not available for investigation. Without the returned device, a probable cause is unable to be determined. If additional information is received, supplemental reports will be submitted.

Event description:
The event involved a plumset that the customer reported while administering an unspecified chemotherapy, there was a leak outside the filter. No other information was provided.